Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported set screw anomaly was confirmed in the laboratory. Upon receipt, the lv lead was in the lv lead bore because the lv ring set screw was stuck in the connector block. The set screw could not be extracted using a screw extraction tool. Body fluid was observed in the lead bore. The root cause of the reported set screw anomaly could not be determined.

Event description:
It was reported that during replacement, a setscrew anomaly was discovered.